Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (34 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.022% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an ulcer in the right axilla 10 days post miradry treatment. The treating physician examined the patient and provided wound care instructions. At 44 days post-treatment, the wound was sutured but came out after 3 days. By 46 days post-treatment, the clinic confirmed the wound has healed.